Manufacturer narrative:
The original surgery took place on (B)(6) 2016.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter, after a endoscopic right hemicolectomy procedure, in which the blue device cartridge was used for side-to-side anastomoses and a staple line across the small intestine and colon, the patient had to be brought back for an open reoperation as there was a bowel leak. When the surgeon investigated during the open reoperation procedure, he came across that the second anastomoses across the small intestine and colon had given away and the staples had come away causing the leak. The sample is not available for investigation. The product was not resterilized prior to this incident. There was no unanticipated tissue loss or irreversible damage. No portion of the device or staple fell into the patient cavity. No reinforcement material was used in conjunction with the stapling device. (B)(4).